Manufacturer narrative:
The report of the autopulse platform (sn (B)(4)) displaying a system error, out of service, revert to manual CPR error message was confirmed during functional testing; the root cause was due to a malfunctioning processor board. No physical damage was noted during visual inspection. Unrelated to the reported complaint, the encoder drive shaft does not rotate smoothly. The autopulse platform (sn (B)(4)) is a reusable device and was manufactured on 10 oct 2003. It has exceeded its expected service life of 5 years and is more than 14 years old. The issues we observed are what can reasonably be expected as a normal wear and tear. The platform archive data could not be downloaded due to the reported system error, therefore, the archive data could not be reviewed. The platform failed the initial functional testing due to "system error, out of service, revert to manual CPR" error message displayed when the device was powered on. The root cause was due to malfunctioning processor board. After replacement of the processor board, the clutch plate was deburred. The device was further tested and passed final specification without further issue. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaint reported for autopulse platform with serial number (B)(4). The death was not related to the autopulse device. The autopulse is used as an adjunct to manual CPR in cases of clinical death. The benefit of using the autopulse is that it in part substitutes mechanical compressions for the physical labor of manual chest compressions. If the autopulse did not start or unexpectedly stops compressions, rescuer should revert to manual CPR, which is the standard of care. In this case, when the autopulse platform was powered on in a cardiac arrest, it displayed an error message of "system error, out of service, revert to manual CPR". The manual CPR was immediately performed for 25 minutes until the crew switched to lucas system. Rosc (return of spontaneous circulation) was not achieved and the patient passed away after a combination of manual and mechanical CPR. The autopulse was intended to be used as an adjunct to manual CPR on adult patients. In case of stoppage of autopulse the user reverts to manual CPR. The transition from autopulse to manual CPR by trained users is similar to the time necessary for rescuer rotation, and presents the same workflow as manual CPR. Hence, based on available information, the patients' outcome was not negatively impacted by the interruptions when compared to standard of care manual CPR. Mortality of out-of-hospital cardiac arrest (ohca) is high. Survival to hospital discharge, after ems-treated non-traumatic cardiac arrest with any first recorded rhythm was 9.8% for adults (aha statistical update 2013). In this event, death is attributed to ohca. Death is an expected outcome for ohca.

Event description:
During a fire call, one of the firefighters went in to cardiac arrest, the firefighter suddenly collapse to the ground. Manual CPR was immediately performed for an unknown time. Than the autopulse platform was applied to the patient. However, upon powering up, the platform displayed a "system error, out of service, revert to manual CPR" message. The use of the platform was discontinued. Then manual CPR was performed for 30 minutes until the lucas system arrived at the scene. The crew use the lucas system to performed compressions for 25 minutes during transport to the hospital. Return of spontaneous circulation was not achieved and the patient was pronounced dead at the hospital.